Event description:
The device (cev134) was returned for repair to mxi service and repair. The client reported a, "crackling problem at connection with the bipolar cable during use."

Manufacturer narrative:
(B)(6). Evaluation of cev134 indicated that the forceps were carbonized on the connection zone with the cable and that the electrode was in short circuit. The combustion of the plastic was most likely due to the formation of an electric arc because of the presence of humidity, blood or tissue in the connection zone during use. In addition, the client was advised to regularly change the cables and monitor their drying before use. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference #: na. (B)(4).